Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had alerted power loss alarm after placing a new battery in the insulin pump. The customer's blood glucose level was 264 mg/dl. The customer also reported that his insulin pump fell from his pocket and his pump was not working. The customer put a new battery in the insulin pump and the display came back on. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.